Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the pulmonary lobectomy, while performing the transection of the left upper lobe and when firing the ninth recharge, the echelon powered device undergoes a deformation in the inner middle part of the anvil, generating stapling and cutting of the proximal area and only the cut of the distal region. This area had to be sutured. The device became unusable and was replaced. The device was replaced and there was a ten minute delay to procedure, however surgery was successfully completed. No fragments were generated and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. D4: batch # u5dw8a. H6: component code: mechanical(g04), safety (g06). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards with two gst60d reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/16. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. Per photographic evaluation: during the visual analysis of four photos, the following was observed: the first, second and fourth photos show a device from anvil area and the knife slot can be see damaged. The third photo shows a device from anvil area and the anvil can be seen with reverse camber. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received.